Event description:
It was reported that the customer was hospitalized due diabetes ketoacidosis and high blood glucose over 495 mg/dl. It was stated that the customer was experiencing unexplained high glucose for one day. The events leading to her admission was vomiting. The customer was treated with the insulin pump. Troubleshooting was performed. The caller stated that infusion sets were causing the problem and requested replacement of the infusion sets. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.